Manufacturer narrative:
Medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was replaced on (B)(6) 2017 to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the uninterruptible power supply (ups) for the imaging system was not functioning as designed. No additional information was provided. There was no patient present when this issue was identified.